Event description:
Customer reported mismatched images. Images displayed do not correspond to the thumbnails selected. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, and reloaded software and calibration files. System operates as intended.